Event description:
The olympus representative reported on behalf of the customer that the thunderbeat probe tip broke off inside the patient. No patient harm was reported. Additional details were requested but not provided.